Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that when she tries to enter her carbs, it goes really fast up to 300 and then back 1. Customer stated that she can't get it to stop. Customer took the battery out and put in a new one because the pump said her battery was low. Customer stated that she went to bolus and tried to enter her carbs, but the same issue occurred. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer stated that the up button was sticking at first and scrolling up, but now none of the buttons work. Customer's belt clip also broke last night. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that when they put the battery back in, they received a low reservoir alert.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.